Event description:
The customer tested their blood glucose at 6:30am and received a result of 95mg/dl. At 7:30am they took their normal insulin dosage of humulin 70/30. Around 11:00 am the customer passed out. At 11:30am the customers spouse took pt blood glucose and received a result of 50mg/dl. They were given oranges. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.